Event description:
It was reported that a customer experienced a minimum fill notification while using their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer engaged in troubleshooting steps with technical support, including attempts to load a new cartridge, but these efforts did not resolve the issue. Technical support then guided the customer through cartridge load troubleshooting and confirmed proper insulin use, temperature, and loading process, but success was still not achieved. As a result, technical support decided to replace the customer's pump and advised them on backup insulin therapy, returning the old pump, and setting up the new one. The customer was informed that they would receive a new pump with updated software and acknowledged all instructions provided. A replacement pump was promptly sent to the customer.